Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results. Readings of 176mg/dl on the subject meter and 120mg/dl on an unknown meter were taken within 30 minutes of each other. This issue is being reported because the reported results did not meet lifescan¿s accuracy criteria of <30% difference compared to results taken on another meter within 30 minutes of each other. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.